Manufacturer narrative:
The sensor kit expiration date is 31-aug-2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If additional information is obtained a follow up will be submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received sensor reading of 139 mg/dl compared to a result of "hi" (601 mg/dl) obtained on a competitor meter. Customer's caregiver reported that based on the sensor results, the customer did not receive insulin injection as required and therefore she experienced hyperglycemia symptoms described as "stomach and head aches". Customer was treated with 10 units if novorapid injection by her father and no further treatment was reported. There was no report of death or permanent impairment associated with this event.